Manufacturer narrative:
Evaluation, results: inherent risk of procedure (myocardial infarction, paraplegia); patient's condition affected effectiveness of device (severe tortuosity and poor health) evaluation, conclusions: device failure/lack of effectiveness related to patient condition (severe tortuosity and poor health).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm and bilateral iliac aneurysms. Vessel morphology was reported as severe tortuosity with two bends in the left external iliacs and moderate tortuosity on the right external iliac; severe calcification from the renals to the external iliacs which could be seen on fluoroscopy; aortic neck angulation was minimal; short aortic neck. The patient was on dialysis prior to the procedure. The physician partially covered the renals, as planned, and tried to coil the left hypogastric; however, this was not possible due to the severe tortuosity, so it was covered. The physician purposely extended the stent grafts beyond the left hypogastric to the left external because of an approximately 5cm left iliac aneurysm. The physician had difficulty passing the wires due to the tortuosity. There was no endoleak. The patient had some leg movement after the procedure; however, the patient had no leg movement the following day. Seven days post index procedure the patient has some intermittent movement of one of feet/toes. They were not able to do an MRI because the patient also received a stent during the procedure. Ten days post index procedure it was reported that the patient could not move the lower extremity and has experienced an mi. The paralysis may have been related to the possible covering of the hypogastric arteries. The mi was due to the patient's pre-existing co-morbidities of poor health. No additional clinical sequelae were reported, and the patient is fine.